Manufacturer narrative:
No evaluation possible at this time. The implant not been returned for evaluation nor has the part and/or lot number been provided. Upon the receipt of additional information and/or the product in question, a follow-up report will be submitted.

Event description:
Trestle luxe plate locking mechanism malfunction resulting in screw backed out. Revision surgery was conducted on (B)(6) 2017. The trestle luxe anterior cervical plating system was originally implanted on (B)(6) 2016.